Event description:
During ablation, while increasing power, the level continued to increase, and the generator would not response to key commands. The generator was shut down. No patient injury occurred.